Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient alleges difficulty charging the ipg due to the inability to turn the charger on. Reportedly, the patient was given specific charging instructions as well as told to contact technical support again if the issue does not resolve. Follow-up identified the issue still persists. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Effective therapy was achieved postoperatively hence the issue is resolved.